Event description:
It was reported that over the weekend stimulation seemed to increase ¿on its own¿ and it was ¿extremely painful.¿ stimulation was decreased and was currently at 1.3v on program 1 and was comfortable. The patient was afraid that stimulation may be increasing. It was noted the patient had ¿pulling¿ in the leg and calf, some muscle cramp, but they were not currently having that pain. About two weeks later, the patient wanted to increase stimulation so it would ¿stimulate the bladder as it was supposed to.¿ stimulation was increased the day prior from 1.5v to 1.6v. It became uncomfortable for the patient that night and caused ¿perineum pain.¿ stimulation was decreased to 1.5v. Now that stimulation was at that level, the patient¿s symptoms had returned and the area between the vagina and anus was uncomfortable to the touch, but no longer painful inside. A few days later, it was stated the patient did not have concerns with their device or therapy. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0dxkl, implanted: (B)(6) 2013, product type lead. (B)(4).